Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/11/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. There was visible corrosion in the battery compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was no further evidence of moisture found internally. Unrelated to the initial complaint, it was observed that there was no audio detected at power up; all the sound settings were set to "high". There was intermittent audio at piezo activation. The pump was opened and a cracked solder was found on the piezo. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 3 date of submission 6/16/2016. During visual inspection of the pump, it was observed that the battery compartment was cracked on the side from the threads traveling down along the side of the bumper to the case seal and was also cracked below the bumper at the case seal.